Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent noise on the rate/sense and shock channels, which was reproducible with patient movement. All lead measurements were normal. The device sensitivity was reprogrammed and the patient was brought into their clinic for defibrillation threshold (dft) testing to test the system integrity. The dft testing was successful. Additional information was received which reported that the noise had continued which was reproducible with patient isometrics. The noise was oversensed and resulted in pacing inhibition with less than two seconds of asystole. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). No additional adverse patient effects were reported. The lead remains in service.